Event description:
It was reported that pump malfunction occurred with malfunction code that was resettable and no notable events happened before issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred.